Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), endometritis ('focal chronic endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. Rt-12344805, lt-626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endometrial disorder, adenomyosis, paratubal cyst and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, headache, back pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2008 patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, back pain. The right coil was deployed and appeared to have one trailing coil. The left coil was deployed and had four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis, pelvic pain. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information, patient's medical history, lot number, event: focal chronic endometritis and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), endometritis ('focal chronic endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. Rt-12344805, lt-626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endometrial disorder, adenomyosis, paratubal cyst and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, headache, back pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, back pain. The right coil was deployed and appeared to have one trailing coil. The left coil was deployed and had four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis, pelvic pain lot number: 12344805, manufacturing date: 2008-01, expiration date: 2009-09. Lot number: 626152 manufacturing date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, back pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2008, (B)(6) 2008. Patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, back pain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event injury updated to chronic pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psych injury, fatigue, general abnormal bleeding, back pain, weight gain, migraine, headaches were added. Patient information, new reporters and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.